Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: the pump powered on and the display is clear and legible. There was moisture in the battery compartment. Performed the leak test and it passed. Opened the pump case and found further evidence of moisture inside of the pump case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.